Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation: event 1 (reported event from the customer): elevator malfunction (locked at mid position) the probable cause is: the following factors are possible causes; foreign matter adhered to the forceps holder, causing it to get caught and temporarily causing the event. The tip cover was misaligned and caught when the clamp stand was raised, causing the event to occur temporarily. Olympus could not identify the foreign material. Olympus could not conclusively specify the root cause of the foreign material remained in the device. Since the user conducted reprocessing in accordance with IFU or not was unknown from the provided information, we could not specify the cause of the foreign material remained in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodeno videoscope exhibited had foreign objects. There was no patient involvement.

Manufacturer narrative:
H4- manufacture date.

Event description:
No additional information received from customer.